Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on a system for a latex cut test. The scissors did not cut cleanly through .006 of latex. The latex got snagged at the scissor tips. The blade edges were not damaged but the edges exhibited wear at the instruments tips, negatively affecting cut performance. Electrical continuity testing was performed and passed. An additional observation not reported was pad printing removal. The instrument tube extension exhibited material removed but tube was not broken or cracked. Evidence not conclusive, but the pad printing removed was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the blades were dull on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.